Event description:
Discordant, falsely low chloride (cl) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that quality controls imprecision was observed after installing a cl electrode on the system. After evaluation of the instrument and instrument data, the cse rebuilt the ion selective electrode module, installed new buffer/waste pump seals and a new mixer motor, and replaced waste and buffer valves and tubing. Calibrations and controls were run, resulting within range. The cause of the discordant, falsely low chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.